Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in united states. On (B)(6) 2025, the patient experienced a concerning medical event involving their diabetes management. The patient reported unusually high blood glucose (bg) levels and noticed that no insulin was visible in their insulin pump tubing. Additionally, they experienced a burning sensation at the infusion site where the insulin was supposed to be delivered. These symptoms indicated a potential failure in insulin delivery, which quickly led to a serious complication. As a result, the patient was hospitalized for diabetic ketoacidosis (dka), a dangerous condition that can occur when the body doesn't receive enough insulin. During their hospital stay, which lasted overnight, the patient received intravenous insulin to stabilize their condition. After successful treatment, the patient was discharged on (B)(6) 2025, suggesting a relatively short but critical period of medical intervention. No further information available.